Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Momentary squeeze (ms) pump was microscopically inspected, and it was observed that the spring was found to be misaligned in the ms pump. Ms pump passed the leakage test and functional testing. Based on this investigation a clear probable cause for the reported event cannot be established. However, the spring misalignment found in the pump could lead to a mechanical problem within the device.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, after opening the scrotum again, it was found that the spring leaf of the pump could not bounce up. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, after opening the scrotum again, it was found that the spring leaf of the pump could not bounce up. The ipp was explanted and replaced. There were no patient complications reported.